Manufacturer narrative:
This event was determined to be supplemental information and the investigations will be submitted under MFR #: 2916596-2022-15327.

Event description:
It was reported that the patient experienced an ischemic stroke on (B)(6) 2022. The patient later experienced a hemorrhagic stroke on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.